Event description:
The customer reported that the device knife did not retract and the jaws could not be re-opened while applied to tissue. The surgeon resected the tissue directly adjacent to the jaws in order to remove them. There was no tissue damage or pt injury. The surgeon opened another device in order to successfully complete the procedure.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.